Manufacturer narrative:
One used warming device, power cord, warming blanket, and hose possibly from a different lot, were returned for product evaluation. Visual inspection found no obvious faults or defects. During functional testing, the returned accessories were assembled and the warming device was turned on. The device performed its self-test with no issues observed. The device was set to each of its three different temperature setting; all temperatures were found within specification. The device passed the calibration checks and run time tests. The warming device was then tested with a 75% occlusion fixture test. The unit rat at the 44° for 2 minutes with a calibrated timer; the device surpassed the minimum requirement of 1 minute without heater disconnect. All functional tests and visual inspections were passed. The device function within the manufactures specifications. No evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that a device was in use with patient for an op cystectomy surgery. The surgery lasted approximately 6 hours. According to reporter, the device alarmed high temperature two times at the start of the procedure, but the warmer was not removed from use. Following the procedure, 3rd degree burns were observed on the patient's arms, shoulder, and chest area. The patient's temperature was measured throughout the procedure through an osophagealsonde (esophagus tube). The patient's temperature remained at 37.5 degrees celsius (approx. 99 degrees fahrenheit). The patient was not observed sweating at any time during the procedure. It is currently unknown if the patient has any sensory and/or circulatory disorders. The warming blanket in use at the time was a snuggle warm upper body blanket.